Event description:
It was reported that the pump's alarm volume and vibration were not audible. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.